Manufacturer narrative:
Other applicable components are: product ID 37083-60 lot# serial# (B)(4) implanted: (B)(6)2008explanted: (B)(6) 2014 product type extension product ID 37083-60 lot# serial# (B)(4). Implanted: (B)(6) 2008 explanted: (B)(6) 2014 product type extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider from a clinical study regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain, occipital neuralgia, and head/neck (non-malignant). It was reported that the patient experienced a loss of stimulation on (B)(6) 2014. The right lead was fractured and the patient was not experiencing stimulation from the right lead. The event resulted in an unscheduled clinic or office visit. Reprogramming was performed at the visit on (B)(6) 2014 in effort to improve pain control with plan to revise lead. During the lead revision on (B)(6) 2014. It was found that the leads were not fractured; but instead the ¿problem was with the connection in the upper thoracic area¿. Loss of extension and connection integrity occurred. The extensions were fractured. The etiology indicated the relationship of the event to the device or therapy was related, but not related to the implant procedure. The extension kits and connections were replaced, further clarified that only the extensions were replaced. The function of the system was restored. The outcome was reported as resolved without sequelae on (B)(6) 2014. No further complications were reported or anticipated.